Manufacturer narrative:
The pump was not returned to animas. The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported that the pump was intermittently unresponsive to presses. The pt denies exposure to moisture or cleaning products.